Manufacturer narrative:
(B)(4).

Event description:
It was reported that while implanting femoral stem the thread of the stem inserter pommel broke. The broken threaded portion remained in the echelon stem and was unable to be removed. Final implantation of the echelon stem was done using the stem inserter frame only.